Event description:
Procedure: lobectomy. According to the reporter: the jaws would not open after firing. The handle was squeezed again, then the device could be released. Additional tissue was resected and another device was used to complete the procedure.

Manufacturer narrative:
(B) (4). (B) (4).